Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the camera of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The camera of the navigation system was returned to the manufacturer for evaluation. Testing found that the camera did not pass accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system did not pass accuracy testing. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.